Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The cables in the x-ray tube were checked. The system was tested and operates as intended.

Event description:
The customer reported that the 7900 system would not produce x-rays. No pt injury was reported.